Event description:
It was further reported that the right ventricular (rv) lead no longer had capture, had diminished sensing, and had dislodged. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received inappropriate therapy. It was also reported that the right ventricular (rv) lead exhibited noise and was fractured. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).